Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump did over infuse during the investigation. The pump history indicates that the infusion factor of the pump was changed incorrectly. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that the pump would stop unexpectedly during the infusion. When the pump was returned to mmdg, the reported complaint could not be confirmed, but the pump was over infusing. Mmdg followed up with the initial reporter to obtain additional information who stated that the patient had not experienced any adverse effects due to the complaint. [Complaint-(B)(4)].